Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Two photos were also provided. Both photos provided show the catheter body broken and kinked. The location of the damage could not be determined from the photos. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the catheter kinked at the 128.5 cm, 130 cm, and 131 cm areas and broken at the 131.5 cm area. The catheter was able to be passed through an olympus gif-q20 scope with a 2.8 mm accessory channel. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not hold pressure and leakage was observed from the catheter body at the 131.5 cm area. No additional testing could be performed and no other damage was identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure of the esophagus, a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic was used. During the physician's first attempt to push the balloon into the endoscope, a lot of resistance was encountered, in spite of applying jelly [lubrication] to the balloon. During the second attempt, the preloaded wire guided balloon was attempted to be pushed into the scope, but the balloon would not come out of the scope tip; the catheter kinked and was damaged. The physician removed the balloon and took the patient for savary gilliard dilation under fluro-vision instead. A section of the device did not remain inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.